Event description:
It was reported by the patient that the previously working remote monitor would not get telemetry during a manual transmission. Troubleshooting steps were taken to no avail. The patient was not returning the monitor at the time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the previously working remote monitor would not start telemetry during a manual transmission. Troubleshooting attempts were unsuccessful. The monitor was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - no anomalies found.